Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding the clearlink catheter extension set in which contrast pressure was increased to 180psi during patient infusion of unknown contrast media using 20 gauge antecubital IV "with good blood return." The reporter stated that a bulge was detected in the tubing, but the tubing did not burst. The reporter stated that no injury or adverse event is reported. No additional information is available.